Event description:
It was reported that boston scientific technical services (ts) was contacted regarding a system red alert for high, out-of-range shock impedance measurement of 178 ohms. There was no evidence of right ventricular (rv) lead noise nor increased threshold measurements and the pacing impedance measurements were also in-range. Ts indicated that the increased shock impedance measurement may likely be due to patient factors such as calcification or mineralization on the rv shocking coil. Potentially performing a commanded r-wave sync shock test was discussed to assess the true measured shock impedance measurements. At this time, the rv lead remains implanted and no adverse patient effects were reported.